Event description:
The customer stated that her meter readings had been erratic. She tested her blood glucose and received a reading of 210 mg/dl. She restested within a minute and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer did not have any strips left, so no product will be returned for evaluation.